Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced pinhole balloon rupture and detachment. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced pinhole balloon rupture and detachment. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.